Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2. Distributed- sterilmed reprocessed soundstar catheter, model #: m-5723-105, lot #: 1839031. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) procedure with a sounstar eco catheter and suffered a third degree atrioventricular heart block which did not require intervention. The patient's medical history is unknown. During the transseptal puncture using a baylis needle nrg-hf-71-c1 and a baylis sheath tf85-32-63-45, the patient developed a third degree atrioventricular heart block. The patient had a thick septum and it was a difficult puncture. It was evidenced by a prolonged h-v interval. Despite the prolonged h-v interval and slower heart rate, the patient remained stable. The patient's rate and heart valve measurements were returning to normal before the patient was transported from the procedure room. No pacemaker was implanted. The procedure was aborted. No mapping or ablation had been performed. No other biosense webster catheters were in use at this time. The biosense webster product was not considered responsible for this injury. Prior to the injury, a sterilmed reprocessed catheter was inserted and found to have poor acoustic imaging. The patient did not require extended hospitalization. The physician's opinion regarding the cause of this adverse event is that it was the patient's condition. The patient had a thick septum and the physician believes that the stretching of the tissue caused the patient to become bradycardiac.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) procedure with a soundstar eco catheter. During the transseptal puncture using a baylis needle nrg-hf-71-c1 and a baylis sheath tf85-32-63-45, the patient developed a third degree atrioventricular heart block. The patient had a thick septum and it was a difficult puncture. It was evidenced by a prolonged h-v interval. Despite the prolonged h-v interval and slower heart rate, the patient remained stable. The patient¿s rate and heart valve measurements were returning to normal before the patient was transported from the procedure room. No pacemaker was implanted. The procedure was aborted. No mapping or ablation had been performed. No other biosense webster catheters were in use at this time. The biosense webster product was not considered responsible for this injury. Prior to the injury, a sterilmed reprocessed catheter was inserted and found to have poor acoustic imaging. The patient did not require extended hospitalization. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Deflection, transducer, carto test and coil disconnection test were performed and catheter passed all specifications. No error was found. The catheter is working properly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.